Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer reported via phone call of having high blood glucose between 280 mg/dl and 400 mg/dl. Customer was feeling nauseous. Customer treated high blood glucose with insulin pen. Customer declined troubleshooting as insulin pump would be replaced.